Event description:
A malfunction was reported on the pump, with the malfunction code identified as malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with the reset, which successfully resolved the issue as the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if the issue reappeared, which the customer acknowledged and understood.